Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider stated the bolt that holds the lower pivot link on the gas cylinder is unsteady and the provider has had to attach a couple extra washer to keep it steady.